Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy developed peritonitis from a tear in the fresenius stay safe catheter extension set. In a follow-up call with the patient¿s pd nurse, it was reported that on 24/aug/2022 the patient notified the outpatient pd clinic that he experienced a fluid leak from the stay safe catheter extension set due to a visible tear. Later the same day, the patient was seen in the pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture generated growth of the bacteria enterococcus species. The patient was initiated on antibiotic therapy with daily ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse stated it is unknown what caused the tear in the stay safe catheter extension set. It was reported the product was discarded and therefore was not available to return to manufacturer for further product analysis. The nurse attributed the patient¿s peritonitis to a breach in sterile pd pathway due to the reported fluid leak. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. Furthermore, the nurse stated the patient continues pd on the same cycler without further issues.